Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is re-booting. The verification screen has reportedly been appearing intermittently for the last 3 weeks. While on the call with the reporter the pump reportedly re-booted. The reporter denies damage to the pump and the battery cap reportedly is able to secure to the pump properly. This report is being made based on the allegation that the pump is re-booting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no physical damage observed to the battery compartment or cap. The pump booted to the verify screen appropriately. The pump black box showed that rebooting had occurred. The pump was exercised for 24 hours without power issues. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.